Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed an initial fill estimate value with a (+) value. Reportedly, the cartridge was filled with 300 units of insulin. Although requested, the customer was unable to provide the initial fill estimate value observed. There was no reported impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.